Event description:
The customer contacted baxter's service center regarding a home patient (hp) that contaminated the patient line, while connecting to the homechoice (hc) during the initial drain. The technical service representative (tsr) assisted the care giver (cg) to end therapy and informed to start over using new supplies. There was no patient injury or medical intervention indicated at the time of the initial report. No further information is available.

Manufacturer narrative:
(B)(4). During investigation by baxter this incident was determined to be caused by use error and there was no allegation of a product malfunction. Therefore, a batch review and sample evaluation will not be conducted. Should any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). This report for a user error was not confirmed. Per the complaint information, the cause of the complaint is use error. Label review was performed and the review found the labeling adequate for the user error in the complaint. Similar reports have been received for the reported problem. The root cause investigation is in progress.